Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. On 07/17/2016 a medtronic representative, following-up at the site, reported purple teratracker was replaced. - return requested for purple teratracker. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site representative reported their purple teratracker that was damaged, the screw that would not tighten properly. The damage was identified during sterilization. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of the returned suspect part finds that the reported problem could not be duplicated. Testing was able to tighten the instrument to the drill guide with no problems. Screw does show slight damage at the beginning of the screw but not enough to cause problems. Optical test navigator tracked the purple teratracker with no failures. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
.